Event description:
It was reported the neurostimulator went into a power on reset (por) condition for no apparent reason. The device had to be reprogrammed. Therapy was resumed. The device will be replaced. The surgeon will arrange this as soon as possible.